Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient underwent a left ear surgery recently. The patient presented remotely via merlin.net transmission. Upon review, the pulse generator exhibited diagnostics anomaly regarding impedances on both atrial and ventricular channels. Transmission was reviewed again post ear surgery and the impedances were back to normal. No medication intervention was performed for the diagnostics anomaly. The patient was in stable condition throughout the event.